Manufacturer narrative:
After receiving this complaint, we were unable to investigate further complaints and conduct documentary investigations to look for any anomaly recorded during production as neither the lot number nor the sample are available. Thus, no investigation can be made for this complaint.

Event description:
According to the available information the renal side of the stent kinked during the procedure. The connectable pusher could not be disconnected from the stent after the stent was positioned correctly in the kidney it was difficult to remove but it was removed with no harm to the patient.